Event description:
Approximately three weeks post ablation procedure for atrial fibrillation the patient was diagnosed with an esophageal fistula. The patient presented three weeks following the procedure with transient ischemic attack symptoms and a CT scan diagnosed a fistula. Surgery was required to repair the fistula. During surgical repair it was noted that the pericardium lateral to the left inferior pulmonary vein was fused with the esophagus but the pericardium posterior to the esophagus was intact. The pericardium was successfully separated from the esophagus and an intercostal muscle flap was placed. Antibiotics were also provided for sepsis following the surgery. The patient is stable. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported esophageal fistula. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined. Per the IFU esophageal fistula is a known risk during the use of this device.